Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached over 500 mg/dl. For treatment, the patient was given a antibiotic shot for strep throat and a intravenous (IV) insulin drip. The ketones were high. The pod was worn between 1 and 4 hour on the abdomen and then removed. The pod was discarded. The patient was discharged after 1 day.